Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported having dental implant on the upper back left side and has a lot of bleeding from the gums in the front two upper teeth there's an open bite. The patient also noted infection, discomfort, and sensitivity.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.